Event description:
Procedure: open cholecystectomy small bowel resection. According to the reporter: the handle fell apart when the surgeon fired the second reload. Occurred in normal mesentary tissue. There was no tissue damage. The case was delayed more than 30 minutes die to the parts that fell into the sterile field. The surgeon had to x-ray the pt to be sure nothing fell into the abdomen. There was no buttress material on the reload. The egia45ctavm lot number could not be identified.

Manufacturer narrative:
(B)(4).